Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device had intermittent button response due to corroded keypad traces. The device had missing segments due to cracked zebra connector on lcd. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The device had intermittent button response due to corroded keypad traces. The device had missing segments due to cracked zebra connector on lcd. The device had minor scratched lcd window and cracked reservoir tube lip.